Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around both power ports of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(4) falls within the bounds of this CAPA. Visual inspection also revealed contamination within both power ports of the controller, likely due to handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) . Analysis of the alarm log file revealed two critical battery alarms due to communication errors involving (B)(4) . As a result, the reported events were confirmed. A power source lubrication procedure had been performed on (B)(4) in accordance with the requirements under (B)(4) on 30/jul/2018. A power source lubrication procedure had been performed on bat754631 in accordance with the requirements under (B)(4) on 18/sep/2018. There is no evidence that the lubric ation servicing was performed on (B)(4) . The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Disconnections prior to lubrication servicing. The most likely root cause of the reported premature power switching event prior lubrication can be attributed to momentary disconnections due to contamination of the controller power ports and/or momentary disconnections between the controller and battery. CAPA pr00389403 investigated momentary disconnections. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to contamination of the controller power ports and/or temporary corrosion of the controller-port/power-source pins. Correction number: (B)(4) investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Newly received information indicated additional event details and associated products. Event date corrected from (B)(6) 2020 to (B)(6) 2020. Operator of device corrected from healthcare professional to lay user/patient.concomitant medical products: product ID: 6935m62 lead implanted: (B)(6) 2016, 1103 vad implanted: (B)(6) 2018 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019/ serial #: (B)(6) UDI #:(B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-may-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019/ serial #: (b(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-jul-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019/ serial #: (B)(6) UDI #:(B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-apr-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two batteries also exhibited a critical battery alarm. Power switching was noted with multiple batteries over multiple days of the month. When the patient was driving home after the four initial batteries were replaced, the same power switching issues happened with two additional batteries. The patient came back to the clinic and the two batteries and controller were exchanged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical devices: 6935m62 - lead 1103 - vad additional products: brand name: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-may-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-may-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-may-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited power switching. The batteries would switch from one power source to the other before the battery was "down to one light". The batteries also switched simultaneously between power sources one and two, and then self resolved. The batteries were exchanged. No patient complications have been reported as a result of this event.